Event description:
It was reported that during a da vinci sacrocolpopexy procedure, a cable was torn at the tip of the large suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable was frayed at the distal idler pulley. Frayed strands stuck out at the wrist. 48 - additionally, the frayed grip cable became derailed. The grips could still fully open and close properly but movement and functionality was not precise. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.